Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 350 mg/dl. Elevated bgs were treated by administering manual injections. The customer was advised to try a different insertion location.